Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Edwards received information that this mitral valve was explanted at implant. Initially, the patient underwent an aortic valve replacement with a 23 mm edwards bovine pericardial valve. Upon examination of the aortic valve, the mitral valve revealed severe mitral regurgitation. The patient was placed back on bypass and the mitral valve was "excised as best as could be seen." The mitral valve was sized and a 25 mm carpentier-edwards bioprosthesis was implanted. There appeared to be a high transvalvular gradient and the morphology of the struts appeared to be abnormal. Re-opening the left atrium revealed the valve had no paravalvular leak and no visible sites of entanglement. Nevertheless, the mitral valve was electively explanted and further examination revealed chordae along the medial aspect of the mitral valve. These chordae were excised and further debridement of the mitral annulus was carried out. A new 25 mm carpentier-edwards bioprosthesis was implanted and revealed a competent porcine mitral valve. The patient was weaned from cardiopulmonary bypass and all cannulas were removed. The patient tolerated the procedure and was brought to the recovery room in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Additional manufacturer narrative: based on the information provided, this event was secondary to interaction with the patient's chordae tendineae. Upon explant of the device the chordae were removed, a new device was implanted, and normal valve function was reported. The device history record was reviewed and confirmed that this valve met all manufacturing specifications for product released to distribution.